Event description:
The drill guide was left attached to the plate. This was discovered in postoperative visit via x-ray. The patient required return to surgery to remove unintended retained foreign item.